Manufacturer narrative:
The manufacturing location for this product are (B)(4). These site are an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of two unspecified bd¿ medication pen were hard to push down. The following information was provided by the initial reporter: ¿incoming call from patient who states he has had trouble with 2 or 3 pens in the past. They have been hard to push the plunger down.¿

Event description:
It was reported that the plunger of two unspecified bd¿ medication pen were hard to push down. The following information was provided by the initial reporter: ¿ incoming call from patient who states he has had trouble with 2 or 3 pens in the past. They have been hard to push the plunger down. ¿

Manufacturer narrative:
Investigation summary: zero (0) samples were provided to bd medical pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history/catalog number is unknown, investigation cannot be performed as a sample is required to investigate further. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.